Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6) hospital med ctr. Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Event description:
Related to (B)(4). Hospital reported vasoview hemopro 2 insufflation on the device was not working on either the distal or proximal insufflation ports on the btt or the harvesting cannula.

Manufacturer narrative:
Internal trackwise ID (B)(4) updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10 the lot # 3000306609 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The overall 24 month product complaint trend data for the period mar 2022 through feb 2024 was reviewed. There was a trigger identified for the review period. The trigger was addressed under a CAPA request and closed to no corrective and preventive action (CAPA).

Event description:
N/a